Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. It was reported that the customer experienced a blood glucose (bg) level of 523 mg/dl on the continuous glucose monitor. Customer addressed bg by administrating a correction bolus via pump. The transmitter ultimately regained connection with the pump. No additional patient or event information was available.